Event description:
A report was received that after an implant procedure, a slight loss of cerebrospinal fluid was discovered during the epidural puncture. The patient felt unwell and was experiencing a slight headache which was controlled by medication. The patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot#: (B)(4), description: linear st lead, 50cm.